Event description:
Error messages were reported with the freestyle libre 2 sensor. Customer received "scan again in 5 hours" and "scan again in 3 hours" messages, and was unable to obtain readings. As a result, customer experienced symptoms described as sweating, blurred vision, rapid heart rate, inability to walk, and a seizure. However, the customer reported being able to self-treat with juice. No third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.